Manufacturer narrative:
Section d4, h4: additional information. Section g3, h1: correction. Manufacturer's investigation conclusion: review of submitted image confirmed the report of damage to the prior driveline replacement site. Examination of the submitted photograph confirmed the report of damage to the prior driveline replacement site (previous driveline replacement is reported under MFR # 2916596-2018-02473). Review of the photo showed that the outer gray shrink tubing was completely separated at the distal end of the driveline replacement site, exposing the underlying black shrink tubing and wires. The photos did not show any obvious damage to the underlying layers of the driveline in the area of damage to the gray shrink tubing. It was reported that there is not enough room for another repair. The vad coordinator used rescue tape to secure the driveline. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU addresses how to care for the driveline. However, all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Additionally, the heartmate ii lvas patient handbook contains a section titled "caring for the driveline" and discusses damage due to wear and fatigue of the driveline. The patient instructions replaced hmii lvad percutaneous lead document provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. Pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the vad coordinator that a patient had a break in the repaired portion of the driveline. There is not enough room for another repair. The vad coordinator used rescue tape to secure the driveline. No further information was provided.